Event description:
Baxter singapore reports a blood leak noted into the dialysate compartment during fourth pt use of the dialyzer. No blood loss reported. Baxter singapore reports no pt injury or medical intervention.